Manufacturer narrative:
Additional, changed, and/or corrected data: a5; a6; b5; b6; d4; h4; h6 the event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Event description:
Patient reported right side rupture and hardness. Healthcare professional later confirmed right side rupture and additionally reported capsular contracture, baker grade iii. Device has been explanted.

Event description:
Patient reported "rupture and hardness¿ confirmed via mammogram. This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.